Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were sticking and required multiple presses to engage. No damage to the keypad was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast button key contacts. Evaluation revealed a crack along the battery compartment extending from the threads to finger pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.